Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The inferior shaft is broken at the centerline of the static jaw pivot pin. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shafts are consistent with application of excessive force.

Event description:
It was reported that the tip of the instrument was broken but not broken off during use. No patient complications were reported.